Manufacturer narrative:
This report is submitted on july 3, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed drainage at the implant site. Cultures were taken, and results indicated an (B)(6) infection. Subsequently, the patient was treated with a topical antibiotic ointment on (B)(6) 2016, oral antibiotics on (B)(6) 2017.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the device resulting in the decision to explant the device on (B)(6) 2017. There are plans to reimplant the patient at a later date. This report is submitted on (B)(6) 2017.